Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. B is currently available. Section 1 of the IFU lists renal dysfunction as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the renal failure was pre-existing to implant.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced renal dysfunction/insufficiency. Their urine output decreased, they experienced pulmonary edema, and pulmonary artery pressure and central venous pressure increased. Lasix (furosemide) was given at 40 mg per hour administered via continuous intravenous. The urine output was still poor, blood urea nitrogen was 39 and creatinine was 1.70. The patient was put on continuous renal replacement therapy and dialysis. The renal dysfunction resolved without sequelae on (B)(6) 2023.